Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a total abdominal hysterectomy, excision of left thigh skin tag, anterior colporrhaphy with dermal allograft, posterior colporrhaphy with perineorrhaphy, sacropolpexy, and enterocele repair performed during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06287. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, vaginal discharge and urinary incontinence.

Event description:
Details: it was reported that following insertion the patient experienced urinary retention , vaginal discharge and urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat 3rd degree cystocele, 2nd degree uterine prolapse, 2nd degree rectocele, traction enterocele, weakened pubocervical fascia, genuine stress urinary incontinence and urethral hypermobility and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was reported that on (B)(6) 2011, the patient underwent vaginal excision of mesh due to vaginal erosion of mesh. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06287. The same patient is represented in each medwatch